Event description:
Customer reportedly obtained results of 325mg/dl, 177mg/dl, and 108mg/dl on the aviva system within 10 minutes. No action taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent. No information provided to indicate where comparison performed.